Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not returned for investigation. The complaint was confirmed for vessel occlusion. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacturing of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following information: it was reported that after suturing the femoral artery puncture site using the device, the collagen sponge of the device protruded into the vessel lumen; the condition was occult at the time, and the patient experienced no specific discomfort, so it was not discovered. Postoperative ultrasound and head and neck computed tomography (cta) revealed femoral artery stenosis, leading to a surgical incision and removal, during which the collagen sponge was found protruding into the vessel lumen. An 8fr vascular sheath was used during the procedure. A pre-deployment angiogram was performed. The vessels were not particularly tortuous. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, it was very smooth. There were no issues with the insertion, deployment, or withdrawal of the device. There was no blood loss.

Manufacturer narrative:
E1: contact: requested, unknown. E1: address: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.